Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod for less than an hour the cannula had not deployed. Upon removal of the pod from the insertion site the pods cannula had deployed late.

Manufacturer narrative:
The returned device was evaluated and the device was received deployed. The downloaded data shows the device completed first and second priming sequences before deactivation at pulse 59. The downloaded data does not show any timeouts or drive stalls. The needle mechanism was inspected and no damages or abnormalities were observed that could cause late needle deployment. The needle mechanism was reset to the not deployed position and deployed as intended through manual advancement of the ratchet gear. Although no damages were observed in the needle mechanism, the exact cause of the late needle deployment could not be conclusively determined.